Event description:
It was reported the patient fell out of bed and the bed exit did not alarm. The patient broke their femur.

Event description:
It was reported the patient fell out of bed and the bed exit did not alarm. The patient broke their femur.